Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from meter memory of 170, 203 and 158 mg/dl. The customer's expected fasting blood glucose test result range is 86 - 132 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 247 mg/dl and 252 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in daily activities such as diet, exercise, or medications.